Manufacturer narrative:
(B)(4). (B)(6). The rt104 breathing circuit is not sold in the USA, but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: two complaint breathing circuits, lot120131, were returned to the manufacturer. The pins of the inspiratory limb and expiratory limb of both complaint breathing circuits were tested to see if they could be connected to a heater wire adaptor. Results: breathing circuit 1: the heater wire pin of the inspiratory limb of the complaint breathing circuit was split, therefore, full insertion of the heater wire adaptor was not possible. Full insertion of the heater wire adaptor was successful on the expiratory limb. Breathing circuit 2: the heater wire pin of the expiratory limb of the complaint breathing circuit was split, therefore, full insertion of the heater wire adaptor was not possible. Full insertion of the heater wire adaptor was successful on the inspiratory limb. A lot check revealed no other complaints of this nature for this lot number or this product. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported that the heater wire could not be connected to the inspiratory limb of an rt104 adult breathing circuit. The hospital reported that they changed the set up to a new rt104 adult breathing circuit and were unable to connect the heater wire to the expiratory limb of the breathing circuit. This was reported prior to patient use.